Event description:
Medical records were received confirming previously reported events.

Manufacturer narrative:
(B)(4). (Revision surgery). A review of post-operative x-rays reveals complex fusion with iliac screws, pedicle screws l1 to sacrum. No evidence of screw fracture noted. Rods broken bilaterally above l5. Set screws loose right l1, l2, l3, l4 and left l1. A review of the device history records could not be performed without additional product information.

Event description:
It was reported in a letter received from the patient's attorney that the patient suffered personal injuries consisting of, but not limited to, surgery to replace broken rods and screw(s), pain and suffering, and loss of future earnings. The patient was implanted with titanium rods placed in the back during surgery. Approximately five (5) months after this initial surgery, the patient reportedly started to feel pain and discomfort in the back. At 8 and 11 months post-op, the patient saw the doctor and x-rays were taken showing two rods and screw(s) in the back were broken. The patient underwent surgery to remove and replace the broken rods. The attorney's letter also states that the patient had not been engaged in any dangerous or abnormal activities to cause the two titanium rods to break. The patient had to undergo a second surgery to replace the broken rods and screw(s). As a result of the rods breaking and the corrective surgery, the patient was subsequently determined to be permanently disabled. At this time, no medical records have been received for review.